Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient underwent orif surgery via tfna for fracture of base of femoral neck on femur with the cement in question. A patient with a fracture of the base of the neck of the femur, an anterior forehead shear, and partial oa from the femoral head to the neck was operated on using tfna at the surgeon's discretion. In the surgery, after insertion of the blade, the surgeon decided to perform cement agmt. 1 cc of cement was injected slowly for about 1 minute. Due the fact that the blade had been reinserted once, it was confirmed on the image that cement was flowing toward the fracture site. After that, the cement was injected very carefully. Finally, after carefully checking the images, cement leakage was suspected from a part of the anterior superior fracture. However, it was only a suspicion, and the surgery was terminated with careful postoperative observation. The surgery was completed successfully with no surgical delay. The patient is stable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.